Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The event occurred within three hours of insertion the insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information was available.